Event description:
Operative report of 10/18/1994 states left capsulectomy with excision of granulomas of inferior medial breast; removal of ruptured gel material; removal of pt's ruptured left breast implant; right capsulectomy; removal of scar tissue and the right breast implant was removed intact except the outer lumen did not have saline.